Event description:
It was observed during central processing that the large needle driver instrument had a wire frayed at the middle of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported frayed wire, however, for clarification the damaged instrument component was a broken grip cable. Based on this clarification, the customer reported complaint is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. Additional finding: indentation and scratches on pulley. There are scratches and indentation on both distal pulleys. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.